Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion sets had issues with kinked tubing, concurrent flow, and leakage. These events occurred 1 time each in lots 20073319 and 20073327 during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "over recent months there have been several incidents including: kinking, leaking (at several sites), and most recently back flow from secondary into primary bag (which was detected due to the brown colour of the drug)".

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tubing kinked and leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 20073319 was performed. There were no quality notifications issued for the failure modes reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 20073327 was performed. There were no quality notifications issued for the failure modes reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing kinked with lot #20073319 regarding item #2426-0500. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20073319 regarding item #2426-0500. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing kinked with lot #20073327 regarding item #2426-0500. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20073327 regarding item #2426-0500.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows medical device lot #: 20073319 medical device expiration date 2023-07-15 device manufacture date: 2020-07-13 medical device lot #: 20073327 medical device expiration date: 2023-07-15 device manufacture date: 2020-07-13 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd alaris pump module smartsite infusion sets had issues with kinked tubing, concurrent flow, and leakage. These events occurred 1 time each in lots 20073319 and 20073327 during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: over recent months there have been several incidents including: kinking, leaking at several sites, and most recently back flow from secondary into primary bag which was detected due to the brown colour of the drug.